Event description:
Reporter indicated that the programming wand was unable to establish communication with a generator. The wand battery was replaced and the issue did not resolve. Further testing was performed by replacing the wand battery again at another facility and the issue continued. The site has been sent a replacement wand and the old wand will be returned to the manufacturer for analysis.